Manufacturer narrative:
The reported event is inconclusive due to poor sample. A bd purewick urine collection system, pump tubing, elbow connector, collection canister with lid, and external power cord were returned. There were no canister cracks present. There was no residue present throughout canister. Stop valve opened and closed freely. While plugged in, there was no light and sound indicative of no pump function. No odor or burning smell was present as the device would not turn on. No overheating of device was present as the device would not turn on. The pump function was unable to be evaluated using the in-house pcba because the power cord wire connections were melted unto the pcba white connection point. There was black smoke remnant present on the inside of the device enclosure. The pcba looks completely charred and has black residue. Urine residue and smoke residue was present inside the inner pump tubing nearest the pump. Some potential causes of failure are "inadequate component selection, component failures, damage, deterioration", and "user does not follow instructions or is unaware that the canister is full." The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no further action is required. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "if the purewick¿ urine collection system is dropped or tipped over spilling urine, unplug the unit and carefully inspect for loose or damaged parts before resuming use. "Although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty." "Use of this equipment next to or stacked with other equipment should be avoided because it could result in improper operation. If such use is necessary, this equipment and the other equipment should be observed to verify that they are operating normally." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system was working well then it stopped working and no sound was coming from the motor. It was stated that the user tried moving the system to another room but they had the same results that the system would not power on. Also stated that a strong smell like burning rubber or metal was coming. The complainant stated that they noticed a strong smell of urine in the last few days but the system functioned very well and they were afraid to turn it on now. It was noted that the patient had been using the purewick products for less than 90 days. Per cardinal health email on (B)(6) 2021, it was reported that there was a burning smell coming from the purewick urine collection system and it would not turn on. Per additional information received via sample form on (B)(6) 2022, the purewick urine collection stopped working. Customer stated that they tried plugging it into a different outlet, but still would not come on and started smelling like the motor was burning. Per additional information received via follow up on (B)(6) 2022, it was stated that the patient received the replacement purewick urine collection system and had no further issues.

Event description:
It was reported that the purewick urine collection system was working well then it stopped working and no sound was coming from the motor. It was stated that the user tried moving the system to another room but they had the same results that the system would not power on. Also stated that a strong smell like burning rubber or metal was coming. The complainant stated that they noticed a strong smell of urine in the last few days but the system functioned very well and they were afraid to turn it on now. It was noted that the patient had been using the purewick products for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.